Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the right ventricular (rv) lead exhibited high capture threshold. The rv lead was capped and replaced on (B)(6) 2021. The patient was stable.